Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the procedure, the device jaw's grey coating was missing. There was no patient injury reported on this event. The coating was found missing during the procedure and they were not aware that it was missing when it was out of package. No foreign materials fell into the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer confirmed that no foreign materials fell into the patient.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The investigation did not find any damages to the device. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.